Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On an unknown date, patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. Duodopa therapy was begun on (B)(6) 2013. On an unknown date the patient had severe pain at the stoma and it was purulent. The family doctor has prescribed the antibiotic cefaclor for treatment.